Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis does not confirmed error 25 or error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father called to report several pump error 25 alarms. The customer's blood glucose level was 11.2 mmol/l. The caller requested a replacement device. The customer was advised that the device would be replaced, and to return the device for analysis.